Manufacturer narrative:
Radiometer had requested for data, parts and details from the customer, but this had not been provided. Hence the root cause cannot be determined and is unknown.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint on (B)(6) 2025 the abl90 flex analyzer did not respond after aspirating the sample.